Event description:
It was reported that during an unknown procedure the staples were malformed at one side of the device. The procedure was completed by hand suturing with the help of another device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.